Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the system 98 intra-aortic balloon pump (iabp) display is not working. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d4(UDI), d8, d9, e1 (initial reporter, event site email), e2, e3, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: d4 catalog # and version or model #, g2, g4, h6- medical device ¿ problem code, h8. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse refixed the connection of display and checked and the unit is working. Unit kept under observation and evaluated the unit again and the display is working correctly. The unit was handed over to the customer.